Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance on the right ventricular lead had gradual increase in pacing impedance that became high. The lead was capped and replaced. No patient complications have been reported as a result of this event.